Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿failed flow sensor test". The unit was triaged and the reported issue could not be confirmed at this time. Unit was setup with pump running at a rate of 400 ml/hr, and the upstream tubing was clamped so that flow is interrupted. Unit displayed a feed error in an average timing of 26 secs. Unit passed the flow sensor test. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the enteral feeding pump failed flow sensor test during testing. No patient was involved. No further information available.